Event description:
A physician reported a pt who was treated in the nasolabial folds on 21 october 1998. On 16 december 1998 the pt developed mild erythema in the left nasolabial fold and on 22 january 1999 the pt developed erythema in the right nasolabial fold. On 16 december 1998, the physician prescribed oral antihistamines which were not effective. The symptoms were considered product related.